Event description:
Following the battery performance alert (bpa) advisory, a bpa was observed during interrogation. The device was explanted and replaced for potential generator battery depletion. There were no complications. The patient was stable.